Event description:
The report received from the field indicated that during a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter (bc) never maintained pressure on the first inflation. The bc was removed and it was noted that saline when flushed was leaking out. Another balloon catheter was used to complete the procedure successfully. There was no reported patient injury. The preliminary analysis indicated that there was a pin-hole noted in the balloon. Additional information received indicated: a total of 2.5 ml. Of contrast leaked out. The atmospheres of pressure used to inflate the device were not known as the indeflator would not go up as normal. Balloon burst was not suspected at the time. The target lesion was the common iliac artery. The lesion was reported to be: calcified, and distal to a stent in the common iliac artery. The access was right retrograde. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover and stylet. The device prepped normally/was able to maintain negative pressure. The contrast used was visipaque. The ratio of contrast to saline was fifty-fifty. A non-cordis inflation device was used. The same inflation device was used subsequently without any problem. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve. There was no reported difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not in an acute bend.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15804389 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that during a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter (bc) never maintained pressure on the first inflation. Balloon burst was not suspected at the time. There was no reported patient injury. The target lesion was the common iliac artery. The lesion was reported to be: calcified, and distal to a stent in the common iliac artery. The access was ¿right retrograde¿. There was no reported difficulty removing the product from the packaging, removing the protective balloon cover and stylet. The device prepped normally/was able to maintain negative pressure. The contrast used was visipaque. The ratio of contrast to saline was (B)(4). A non-cordis inflation device was used. The same inflation device was used subsequently without any problem. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve. There was no reported difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not in an acute bend. The atmospheres of pressure used to inflate the device were not known as the indeflator would not go up as normal. The bc was removed and it was noted that saline when flushed was leaking out. A total of 2.5 ml. Of contrast leaked out. Another balloon catheter was used to complete the procedure successfully. One non sterile catheter power flex pro was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. There were blood residues observed in the returned device. No kinks or bents were observed in the device. No other anomalies were observed in the returned device. A leak test was performed however leakage was observed in the balloon due to a pinhole at 3.0cm from distal tip end. Sem analysis was performed to identify the cause of balloon leakage. Results showed that the balloon external surface exhibited evidence of scratching; the balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon inflation difficulty and pta system leakage were confirmed through analysis of the returned device. The exact cause of balloon pinhole could be not determined. Based on the information available for review, vessel characteristics (calcification) and procedural factors (target lesion distal to a stent in the common iliac artery) may have contributed to the difficulty experienced by the customer. The device reportedly prepped normally and maintained negative pressure prior to use in the patient. Analysis of the returned unit showed evidence scratching on the external surface of the balloon. Controls are in place to prevent defective balloon from leaving the facility. Neither the DHR nor the analysis suggests that the reported failures could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.